Manufacturer narrative:
The power cord was not inserted completely into the inlet on the back of the ventilator. When the power cord was fully inserted, the ventilator operated properly. The unit was returned to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer reports no patient information available. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed for low battery and lost ventilation during use. The patient was switched to manual ventilation then placed on another ventilator to complete the case. There was no patient injury reported.